Event description:
During an incident in 1999, involving a unknown patient in cardiac arrest, this defibrillator administered 3 200j shocks instead of the correct sequence of 200j, 300j, 360j. Error codes appeared on the display. The patient expired, but not due to this problem. The customer explained that this was the first time they had used this defibrillator on a patient.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. This testing verified the unit progressed through the normal shock sequence of 200j, 300j and 360j properly. The returned mcm did not contain incident data. It included testing over several days with several error codes. One involved the test load (patient cable not connected to test load snap) and one involved a keyboard warning that indicated the shock key was active at power-on. The technician tested the keyboard label for electrical and functional faults and found it operating properly. The data in 1999 did not include any shock delivery in the event log. It is normal operation for the hs911 to remain at the 200j level if after each delivered shock a "no shock indicated" vote was given. To progress through the 200-300-360j shock sequence in 3 shocks, the presenting rhythm must remain a shockable rhythm. The hs911 directions for use illustrates that a "no shock indicated" analysis result causes operation to bypass the shock steps (that include energy level progression) and go on to check pulse and CPR before returning to analyze mode, and it states "the hs911 does not advance to the next shock series if a "no shock indicated" was detected since the last shock." The customer was sent a letter explaining our evaluation and the normal energy level advancement protocol.